Event description:
It was reported that the patient had a lead warning due to low impedance on the right atrial (ra) lead. There was recurring noise on the lead. The lead remains in use at this time. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).